Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized (date not provided) for multiple unspecified reasons. The patient also reported they were discharged on (B)(6) 2025 but was readmitted later the same day due to weakness and lightheadedness. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >5000 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftriaxone 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for corynebacterium on (B)(6) 2025, and the patient¿s antibiotics were continued. The patient was discharged home later the same day (scheduled to resume utilizing the same liberty select cycler), however the patient returned to the ER with complaints of abdominal cramping, weakness, and lightheadedness. Following the patient¿s readmission, the nephrologist decided (including family) the patient was no longer a good fit for ccpd, and their pd catheter (not a fresenius product) was surgically removed on (B)(6) 2025. A tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed the same day, and the patient permanently transitioned to hd for rrt without reported issue. The patient was discharged on (B)(6) 2025 in stable condition and has recovered from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by weakness, lightheadedness, abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, and the permanent transition to hd for rrt. The pdrn reported the cause of the patient¿s peritonitis was due to a touch contamination event involving poor hand hygiene. Cases of corynebacterium peritonitis are most frequently caused by poor hand hygiene and touch contamination events, as corynebacterium belongs to the natural flora of human skin. Per the pdrn, the events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications. It is well established that those individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized (date not provided) for multiple unspecified reasons. The patient also reported they were discharged on (B)(6) 2025 but was readmitted later the same day due to weakness and lightheadedness. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >5000 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftriaxone 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for corynebacterium on (B)(6) 2025, and the patient¿s antibiotics were continued. The patient was discharged home later the same day (scheduled to resume utilizing the same liberty select cycler), however the patient returned to the ER with complaints of abdominal cramping, weakness, and lightheadedness. Following the patient¿s readmission, the nephrologist decided (including family) the patient was no longer a good fit for ccpd, and their pd catheter (not a fresenius product) was surgically removed on (B)(6) 2025. A tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed the same day, and the patient permanently transitioned to hd for rrt without reported issue. The patient was discharged on (B)(6) 2025 in stable condition and has recovered from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.